Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the lithium battery on the system board. The device operator's guide instructs users to replace the lithium battery on the device every 5 years. This device is approximately 15 years old. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.